Event description:
The account stated that the cell dyn 3200 sl analyzer generated an initial hgb result of 1.7 g/dl on a patient sample. The sample was repeated with a hgb of 9.1 g/dl. The sample was tested a third time and the hgb was 1.6 g/dl. The low results were not reported as they were questioned. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Other (B)(4): pinch tubing. On (B)(6) 2009, a field service representative (fsr) found that the hgb flow cell was clogged. The fsr flushed the hgb flow cell fill connection, replaced all pinch tubing on the flow panel, and reseated the connection to the solenoid valve 41. The instrument was performing within specifications and no further investigation was required. The cell-dyn 3200 system operator's manual, list number 06h60-01, troubleshooting and diagnostics, provides information to assist in problem identification, isolation, and corrective actions. Service and maintenance, non-scheduled maintenance frequency, suggests cleaning the hgb flow cell when organic build up is suspected of causing elevated hgb results or imprecise hgb results. The complaint analysis and trending system (cats) was reviewed and no adverse trends were identified. No malfunction / deficiency was identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.